Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On december 31, 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the issue with the meter began on (B)(6) 2015, when he obtained alleged inaccurately erratic blood glucose results of "200 and 110 mg/dl", performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' precision criteria. The patient manages his diabetes with insulin (self-adjuster). He reported that as a result of obtaining the alleged inaccurate results, he consulted his doctor. He reported that during a doctor's office visit on (B)(6) 2015 his medication was increased to 2 injections of insulatard insulin per day. He denied developing any symptoms as result of the alleged issue and no additional treatment was specified. He also denied using any other device to check his blood glucose levels. At the time of troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure, the test strips had been stored correctly and the test strip vial was not cracked or broken. The csr noted that the patient had used blood from the same approved sample site and he described the correct testing steps. The patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.